Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The patient's attorney reported that an infusion of blinatumomab infused within 30 minutes; however, it was programmed and expected to last for 6 hours. The patient died soon after this event. The attorney communication states the hospital records and medical providers have indicated that this was the result of an unspecified product defect. No further details were provided.

Event description:
The patient's attorney reported that an infusion of blinatumomab infused within 30 minutes however it was programmed and expected to last for 6 hours. The patient died soon after this event. The attorney communication states the hospital records and medical providers have indicated that this was the result of an unspecified product defect. No further details were provided.